Event description:
During revision of peritoneal shunt, a strata valve was opened sterile to the surgical field. While surgeon was preparing the valve for implantation, he discovered the valve wasn't working properly. Surgeon removed the strata valve from the field and prepared another valve to complete the procedure.